Event description:
Additional information received indicates that the ventilator was returned for further investigation. The reported complaint was duplicated.

Manufacturer narrative:
H3: findings/root-cause: the reported complaint was duplicated. Ltv unit underwent testing according to service manual and found o2 delivery to be performing below specification. Further investigation found issue to be caused by insufficient flow at solenoid valve 1 on blender assembly. Additional problems found ¿ received missing top boot, 3 screws pn 10430, and fan filter. Rear weldment missing/damaged pem nut, internal battery depleted, unable to charge. Disposition: ltv 1200-unit p/n 18888-001 s/n (B)(6) will be moved to factory service. Fa lab recommendation is to replace blender assembly 15079-001, rear weldment, perform 2yr 10k prev. Maintenance, recalibrate and retest per specifications. Replaced parts to be disposed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier unable to determine entire as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator is not delivering correct fio2 when set at 50% while on patient. No patient harm.